Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection noted that the right plunger case was broken. During the functional test, a "check syringe plunger sensor" was noted due to the damaged plunger case. The right plunger case was replaced, along with all the plastic parts of the plunger head. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the pump exhibited a syringe plunger error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.